Event description:
It was reported that patient's leads had migrated, which was confirmed via imaging. As a result, the patient was experiencing ineffective therapy. Prior to surgery patient had an MRI and neither the patient controller nor the clinical controller could connect to the ipg and take it out of MRI mode. Multiple attempts and troubleshooting took place but were unsuccessful. It was concluded the ipg has been in MRI mode too long and would no longer be able to connect. Surgical intervention took place on (B)(6) 2024 where the leads were repositioned and the ipg explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.